Manufacturer narrative:
Product complaint #: (B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the specific surgical procedure performed? Were any difficulties experienced with the device in the initial surgical procedure? How many days post-operative did the leak occur? How was the leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Is there an alleged deficiency with the device that caused or contributed to the leak? Please explain. What is the current patient status?

Event description:
It was reported that post-op of an unknown procedure, the patient had a bowel leak. No further information is known at this time.